Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display and change battery alert now. The customer¿s blood glucose level was 98 mg/dl. The customer reported that they had replace battery now alert and changed the battery still insulin pump kept alarming. It was reported that they changed three batteries and the screen was now blank. The troubleshooting was performed and inserted a new battery and the display was blank. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.